Manufacturer narrative:
The ochsner fcps 8 str satin (106220) was returned for evaluation: failure analysis: the returned 106220 forceps were in used condition. Upon visual inspection, the ochsner forceps had one of the jaws sheared off due to rough handling or environmental damage. The device history record (DHR) will not show manufacturing abnormalities, therefore a DHR review was not performed. Root cause analysis: the reported complaint was confirmed. The returned ochsner fcps 8 str satin (106220) had one of the jaws sheared off due to rough handling or environmental damage. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
A facility reported that during a total knee replacement, the ochsner fcps 8 str satin (106220) broke at the jaw. The broken jaw was recovered, and another instrument was used to complete the surgery. No injuries, deaths, or surgical delays were reported.